Manufacturer narrative:
The device has been returned to animas. An evaluation will be completed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the patient had a blood glucose of 40mg/dl ---60mg/dl with no symptoms . Patient denies any other illnesses or conditions contributing to low bg readings. Troubleshooting found that the time and date reset to default when the battery was removed from the pump for less than 24 hours. Per IFU, the pump displays the verify screen after it is rebooted and the time and date must be set to confirm the verify screen. This complaint being reported because use error may have contributed to the hyperglycemia.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 08/08/2017 with the following findings:. The black box for 2017-02-01 was not available. The available black box shows time/date reset after por on (B)(6) 2017 at 05:11; pump was powered back on & deliveries resumed at 05:38..the time/date reset after por in the black box on (B)(6) 2017 at 22:38; pump was powered back on & deliveries resumed (B)(6) 2017 10:54.. Pump was exercised for 24hrs. After 24hrs the battery was removed for 6hrs. The bench testing confirmed when the battery was reinserted after 6hrs without power the time /date reset to default setting.. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range. Battery compartment is cracked above & below the bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.